Manufacturer narrative:
Investigation reports are pending from the cmo.

Event description:
Patient reported experiencing problems since the start of her medication three years ago. Specifically, she has encountered problem with detachment of the entire hub. The hub often spins like a stripped thread, making it difficult to secure the needle properly. In some instances, the hub has come off along with the needle. The reporter noted that attempts to tighten the needle result in continuous spinning without securing it. No photos of the subject needles are available, but she has used another needle to avoid missing a dose.

Event description:
Information received on 10 sep 2025 - quality specialist contacted the reporter regarding persistent issues with needles. She reported experiencing problems since the start of her medication three years ago. Specifically, she has encountered both breakage of the needle and detachment of the entire hub. The hub often spins like a stripped thread, making it difficult to secure the needle properly. During injections, the needle has broken off (in half) in her skin on several occasions, but she has been able to remove it using tweezers. In some instances, the hub has come off along with the needle. The reporter noted that attempts to tighten the needle result in continuous spinning without securing it. While the breakage of the metal needle is a recent development, it has occurred multiple times with her last patient kit. She does not have the lot number for that kit but currently possesses a new one. It is important to note that these issues are confined to the needles used with the dosing syringe. No photos of the subject needles are available, but she has successfully used another needle to avoid missing a dose and has requested and received additional needles, as she will not reuse the needles.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. FDA report number-2032282-2025-00013 is related to FDA report number-2032282-2025-00015.

Manufacturer narrative:
Investigation reports are still pending from the cmo.

Event description:
Patient reported experiencing problems since the start of her medication three years ago. Specifically, she has encountered problem with detachment of the entire hub. The hub often spins like a stripped thread, making it difficult to secure the needle properly. In some instances, the hub has come off along with the needle. The reporter noted that attempts to tighten the needle result in continuous spinning without securing it. No photos of the subject needles are available, but she has used another needle to avoid missing a dose. Additional information received on 10 sep 2025 - quality specialist contacted the reporter regarding persistent issues with needles. She reported experiencing problems since the start of her medication three years ago. Specifically, she has encountered both breakage of the needle and detachment of the entire hub. The hub often spins like a stripped thread, making it difficult to secure the needle properly. During injections, the needle has broken off (in half) in her skin on several occasions, but she has been able to remove it using tweezers. In some instances, the hub has come off along with the needle. The reporter noted that attempts to tighten the needle result in continuous spinning without securing it. While the breakage of the metal needle is a recent development, it has occurred multiple times with her last patient kit. She does not have the lot number for that kit but currently possesses a new one. It is important to note that these issues are confined to the needles used with the dosing syringe. No photos of the subject needles are available, but she has successfully used another needle to avoid missing a dose and has requested and received additional needles, as she will not reuse the needles.